Manufacturer narrative:
Due diligence was performed for this event. Customer provided available information. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device nozzle was clogged with a whitish organic foreign material, possibly from a patient body. This was causing air/water flow issues. The foreign material could not be removed from the nozzle. There was no deformation of the nozzle. Other observations for the device: adhesive of the distal end rubber coating (a-rubber) is worn; damage to the distal end cover (c-cover); light guide lens is cracked; charge couple device (ccd) cover lens is cracked; insertion tube is snaky; bending angulations are out of specification due to cover plate stopper being deformed; and universal cord and insertion tube are wrinkled. The user¿s complaint of insulation issue was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an insufflation issue for the device observed during preparation for use. There is no reported harm to any patient. Customer could not provide information on the intended procedure. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with a whitish organic foreign material, possibly from a patient body. This was causing air/water flow issues. The foreign material could not be removed from the nozzle. There was no deformation of the nozzle. This medwatch is being submitted for the reportable issue of foreign material found in the device nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle appeared to a whitish foreign matter, otherwise, the material could not be identified. The root cause of the issue could not be determined, as no reprocessing deviation from the IFU was confirmed and no physical damage to the device was observed that could attribute to the retention of foreign material. The event may be detected by following the instructions for use section below: - inspection of the endoscopic system - inspection of the air-feeding function olympus will continue to monitor field performance for this device.